Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this system exhibited small amplitude measurements with baseline noise which was oversensed and an inappropriate shock was delivered. It was noted that similar noise had always been present with this patient's previous device and there is a history of inappropriate shocks when that device was in service. A boston scientific technical services consultant discussed troubleshooting and programming options for this system. No adverse patient effects were reported.